Event description:
It was observed that during the device evaluation, the camera head exhibited exposed cable metal (pinhole), discoloration of electrical contacts and connector cracks. There was no patient involvement.

Manufacturer narrative:
The device was returned to the olympus repair center for inspection and the following reportable malfunctions were identified during the device evaluation: exposed cable metal (pinhole), discoloration of electrical contacts, and connector cracks. A device history record-DHR was completed, and no issues were identified. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.